Manufacturer narrative:
Findings: no button error alarm. Unit received with no button response due to flattened act button keypad dome. The keypad connector was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. Unable to verify battery out limit due to keypad anomaly. No frozen screen. Unit had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a frozen screen, keypad anomaly and alarmed battery out limit. The customer¿s blood glucose level was 97mg/dl at the time of the incident. The customer stated that they were unable to clear the alarm due to the keypad anomaly. The customer also stated that the time on the clock did not advance. The customer stated that they inserted a new battery but the issue persisted. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.